Event description:
Two discrepant sodium results. Pt 1 initial result 131 mmol/l, repeat 139.5 mmol/l. Pt 2 initial result 122 mmol/l, repeat 141 mmol/l. Erroneous results were not reported. Field service rep determined they were unable to determine a specific root cause, however noted the sodium electrode in use was expired. The sodium electrode was replaced. Performance tests were performed which were within specifications.